Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 93 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer stated battery compartment is neither damaged nor corroded. The customer was advised that we will ship a replacement battery cap. The customer was advised to revert to a backup plan until the replacement battery cap arrives. The customer will buy a new batteries and test it with the new battery cap.